Event description:
The subject device along with its concomitant devices was implanted in the maxilla in 6/97 during an orthognathic procedure. Post-operatively it was found that the devices had fractured and there was non-union. On 2/3/99, the devices were removed and re-plating occurred.